Event description:
A splenic embolization was performed on a pt with a diagnosis of splenomegaly. The spleen was unusually large and the pt had other symptoms including hemolytic anemia and thrombocytopenia. 4cc of 500-700 microns embospheres followed by 2cc of 700-900 microns embospheres were delivered. There was sufficient blood flow to the spleen so it would not completely infarct. Angiographically, the outcome was satisfactory. The pt was doing well by morning. The physician saw the pt and released the pt. While pt was preparing to leave the hospital, respiratory depression began and the pt was intubated. The pt was stable through the night and extubated themselves. The pt did not require intubation again. The pt expired a few days later of unknown causes.